Event description:
It was reported that one of the pre-lock franges is missing. The surgeon does not know if it was missing from the exit of the packaging or if it broke after. They used another like device. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Damage upon visual inspection, of the returned device, it was observed that the pre-flanges and buckle were damaged. One of the pre-flanges and buckle may have broken due to possible excessive force exerted to lock the band. This is supported by the fact that the surgeon had observed no damage of the band prior to implantation, therefore, it might be concluded that the damage has been performed during the surgery. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of manufacturing process, and it was noted that all device are 100% visual inspected prior the distribution. Therefore, it is considered unlikely that a manufacturing issue contributed to the reported event.